Manufacturer narrative:
Additional narrative: h.4. Device manufacture date was not reported on the follow-up #: 1 report. There are two device manufacture dates: manufacture date(s): 6/30/15, 7/23/15.

Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this complaint was an instrument failure reported as the broke while trailing the cup. The possible time in service of the positioner is 4.9 to 5 years. This event occurred during surgery, near the patient. The incident did not cause a delay in surgery, surgery was completed as intended. There was no risk or adverse event reported. The instrument was inspected prior to surgery and was found to be acceptable. There was another suitable device available. Examination confirmed the complaint, the returned positioner shows the threaded tip broken (piece not returned). The reported condition could possibly be a result of heavy use, misuse, or wear. Care must be taken to avoid compromising their performance, refer to the IFU. A review of the device history record (DHR) revealed, when released for use, the item met design and manufacturing requirements. Complaint database review showed previous complaints, but there were no indications that this instrument has a design or material deficiency. There had been 7 previous complaints against the reported lot number. Summary of complaints: 8 functional, 8 dull/worn, 39 threads damaged/galled, 1 weld, 3 instrument damaged the implant, 3 bent, 130 broke/cracked/damaged, 1 hardware missing/lost, 1 device cracked/broke, 1 other, 3 end of life and 88 blank. The root cause of this complaint was an instrument failure due to broke while trailing the cup. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. A surgical instrument's condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure, or issue. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - broke while trailing the cup nothing left inside patient.